Manufacturer narrative:
H6 investigation: fourteen samples were received by our quality team for evaluation. One actual sample without sealed packaging was received as well as seven representative samples with sealed packaging and six representative samples without sealed packaging. Inspection of the actual sample found a damaged barrel body and no bent needle. It was subjected to leakage testing, and the team was unable to withdraw the fluid fully into the barrel and there was leakage at the damaged area. The representative samples were subjected to perform visual inspection and no abnormalities were observed on the syringe barrel and no bent needle was observed. The representative samples were subjected to the needle torque test and passed this testing. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the return samples, the damaged barrel was observed at the same position, approximately at the location scale mark between "1 and 2" height. The team investigated different sections of machine and matched potential areas which could lead to this damaged barrel. It is likely that the damaged syringe barrel during the transition to the outfeed dial at the syringe needle assembly process. The probable root cause could be due to the machine outfeed dial being out of alignment which eventually lead to part slanting. Thereafter, the product tilted from the needle assembly dial slot pocket resulting in crashed and damaged product by the pocket dial and side guide during transition to the outfeed dial process. The defected parts were then failed to be removed effectively by the production technician which resulted in escapees to the next process. H3 other text: see h10.

Event description:
It was reported that syringe 10ml ll 21g 1-1/2in tw ID leaked on 14 occasions. The following information was provided by the initial reporter: the customer reflected that the needle was bent before she removed needle cap. Then, she felt more difficultly withdrawing medicine and observed leakage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 10ml ll 21g 1-1/2in tw ID leaked on 14 occasions. The following information was provided by the initial reporter: the customer reflected that the needle was bent before she removed needle cap. Then, she felt more difficultly withdrawing medicine and observed leakage.